Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had low spo2 reading. It was indicated that desaturation and tachycardia record for spo2 readings was 76% and heart rate of 239 but newborn did not manifest any signs of distress. Follow up report stated that there was no death or any patient injury accompanied with customer complaint on the fluctuation of reading and the first feedback was not accurate and was related to another event.